Event description:
The patient was undergoing an initial one level posterior lumbar fusion. The surgeon was placing the speedlink on the construct and tightening the center screw when the speedlink broke. All pieces were retrieved quickly with no harm to the patient. The surgeon placed another speedlink without difficulty.

Manufacturer narrative:
Requests have been made for the return of the product. Device manufacture date is unknown. Evaluation is pending.